Manufacturer narrative:
The axium coils were not returned as they were implanted in the patients. Based on the reported information there were not any devices malfunctions. Events happened post procedure and causes were unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).

Event description:
Citation: haibin tan, ms, guangfu huang, bs et al. A retrospective comparison of the influence of surgical clipping and endovascular embolization on recovery of oculomotor nerve palsy in patients with posterior communication artery aneurysms. Neurosurgery 76:687-694, 2015. Medtronic (covidien) received information during literature review that the clinical data for 176 patients with intracranial pcomaas with onp between june 2008 and may 2013 (a total of 132 patients were treated by surgical clipping, and 44 were treated by endovascular embolization). This report is capturing some complications observed post endovascular treatment. 2 patients had significant cerebral vasospasms postoperatively, 1 patient experienced aphasia, 25/9 had hydrocephalus that required multiple lumber punctures to release the bloody cerebrospinal fluid and 25/2 required ventriculoperitoneal shunting. Mean age (B)(6).